Event description:
It was reported that five months ago, the parents of the pt said that pt was no longer able to hear as well as before. The parents of the pt brought the pt to med-el (B) (4) on (B) (6), 2009, to enable testing to be carried out. The pt can hear nothing until the sound is very loud. Testing showed many electrode channels with increased impedances.

Manufacturer narrative:
The device has not yet been implanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.